Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation, the monitor displayed a service code 102 (discharge profile fault) the failure was isolated to contamination on multiple components of the ca board and defibrillation board. Additionally, the front response button was non-functional. The cause for the intermittent connection wa the front response button center/ dome was off center. The root cause for the contamination was ingress of an unknown liquid. The root cause of the off center dome cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
Upon investigation the monitor displayed a service code 102 (discharge profile faults).